Event description:
It was reported that an asymptomatic patient presented in hospital for a routine check. Upon interrogation, the right atrial lead exhibited noise and caused several automatic mode switching episodes. It was also noted with high threshold. The physician decided to perform no intervention and continue to monitor the patient.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2018. There was noise on the lead causing oversensing. The patient was stable after the procedure.